Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracotomy, with each attempt to fire the device, the mechanism in the handle was breaking. They stated that the patient¿s lung tissue had wide scarring. In some instances on the first bite of each instance of firing the stapler there was no problem. They stated that the loads were able to fire and the handle was able to be squeezed or fire. The surgical time was extended by 30 minutes or more due to the product problem. There was more pain, bigger scar and longer anesthesia time. The incision was extended by more than 1 inch or 2.54cm. They continued to replace the handle resulting in using 6 handles and eventually converting the case to open.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional: evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Initial visual inspection of the instruments noted no abnormalities. Functionally, each instrument was loaded with articulating vascular/medium reload. During the firing cycle, a skip was audible in each instruments firing stroke. An access hole was cut into each instrument body for visualization of the firing racks. This examination noted sheared teeth on each instruments firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.